Manufacturer narrative:
We received your event description for the above mentioned medical devices. As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing process for the pacemaker and the associated leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The follow-up data of (B)(6) 2017 documented a ventricular unipolar lead failure, confirming the clinical observation. However, the exact time stamp of the lead failure as well as the root cause was not determinable based on the data available for an analysis. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that approximately 33 months after the implantation no capture, no sensing on rv channel as well as a sudden impedance rise (greater than 2500 ohms) and r-wave drop were observed. The patient is very elderly and frail. He had an unwitnessed fall. Patient is not pacing dependent.